Event description:
Boston scientific received information that this device detected high, out of range shock impedance measurements on the right ventricular (rv) lead. No testing had been performed. Additional information was received that these high out of range shock impedance measurements were still being observed six weeks later. No further testing or surgical intervention has been performed to test the integrity of the system as the patient had not been seen for a follow up visit. No adverse patient effects were reported. The device and rv lead remain implanted and in service. It was later reported that this patient passed away over a year later. There were no allegations against the functionality of the device or that it caused or contributed to the patient's death. The products were not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.